Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to experiencing lightheadedness symptoms. The pacemaker was interrogated and found that a lead safety switch (lss) to unipolar programming was triggered due to high out of range pacing impedance on the right ventricular (rv) lead. The health care professional (hcp)noted that while looking up the patient history, a note was found from the patient's physician believing rv lead damage as the possible cause. The hcp called technical services (ts) and requested further review of the presenting electrogram (egm). Upon further review, the presenting egm showed a jump in rv lead impedances from 600 ohms to greater than 2000 ohms. The rv lead also exhibited noise signals. The hcp believes that the patient lightheaded symptoms may be postural related and stated that the lead was reprogrammed back to bipolar settings, however the noisy signals remained. Ts discussed additional programming optimization options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to experiencing lightheadedness symptoms. The pacemaker was interrogated and found that a lead safety switch (lss) to unipolar programming was triggered due to high out of range pacing impedance on the right ventricular (rv) lead. The health care professional (hcp)noted that while looking up the patient history, a note was found from the patient's physician believing rv lead damage as the possible cause. The hcp called technical services (ts) and requested further review of the presenting electrogram (egm). Upon further review, the presenting egm showed a jump in rv lead impedances from 600 ohms to greater than 2000 ohms. The rv lead also exhibited noise signals. The hcp believes that the patient lightheaded symptoms may be postural related and stated that the lead was reprogrammed back to bipolar settings, however the noisy signals remained. Ts discussed additional programming optimization options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision was performed, this right ventricular (rv) lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.